Manufacturer narrative:
(B)(4). Visual inspection of the returned device confirmed blood on and inside of the returned introducer. The introducer was tested for leaks using pressure and submerging the introducer in water. A leak was detected at the sideport of the hub. Bubbles were visibly noted coming from between the hub and extension tube. Microscopic examination revealed a gap between the sideport tube and the sideport of hub. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. If any add'l relevant info is received, an updated report will be sent.

Event description:
It was reported during a pulmonary vein isolation ablation procedure, the physician noted blood leaking from the hemostasis valve of the introducer. The introducer had been inserted into the pt when the leakage was noted. A lasso circular mapping catheter was also inserted into the pt. The introducer was replaced and the procedure was completed. There were no consequences to the pt.